Event description:
A site reported to RxSight that a patient's Light Adjustable Lens was explanted due to dissatisfaction with the postoperative light treatment process. The patient underwent two postoperative light adjustments and only one partial lock in. Initially, the patient desired near vision correction; however, after the first light adjustment, the patient changed their preference and requested a different refractive outcome. Upon completion of the second light adjustment, the patient wanted lock-in procedures completed due to their desire to end the light treatment process, however, the patient disliked having to return for additional appointments and dilation and did not complete the final lock in prior to explant.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event.Manufacturer Reference #: (b)(4).